Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was single impedance reading of greater than 200 on the hvb defibrillation coil. It was further reported that this could not be reproduced in the office. No patient complications have been reported as a result of this event.